Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported dark screen, which was reproduced during service through visual inspection. Visual inspection found the cause was the liquid crystal display panel had dark spots. The liquid crystal display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a dark screen. There was no patient involvement. No additional information is available.